Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported that for the last couple days the wireless recharging antenna didn't seem to be working the way it used to. Patient said that normally when they charged the implanted neurostimulator it would do the beeping noise but lately it seemed like it was taking longer to get the implanted device charged because the power light was flashing all night and wouldn't stop. During the call patient said that they charged their implant every 2 days and when they would charge the implant back on the docking station the power indicator light wouldn't start flashing. The circumstances that led to the reported issue were asked but unknown. Patient confirmed that the green light was on the dock and that the cord was securely plugged in. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient mentioned that about a month ago checked the settings and for some reason one side of the implant was completely turned off completely. Patient reported the wireless recharger (wr) would not charge to full even after leaving wr on dock overnight.  During the call the dockingstation light was on and wr was charging from docking station. 2 of the 3 battery indicator lights were lit and the 3rd light was blinking. Pt said the issue of the wr not completely ch arging up started about 2 weeks ago. Ps emailed repair to send replacement wr to pt. Pt mentioned that when they saw their neurologist about a month ago the dbs settings and for some unknown reason one of the patient's implants was completely turned off. Pt said there was no reason that the implant should have been turned off.  Pt states the recharger battery doesn't seem to hold it's charge.  When they puts in recharger base dock to charge it, it doesn't fill the battery past the 1/3 fill light.  They had tried other outlets. They are familiar and knows how to use the recharger well.

Manufacturer narrative:
Continuation of d10: product ID 37612, serial# (B)(6), implanted: (B)(6) 2021, product type implantable neurostimulator. Product ID wr9200, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.